Manufacturer narrative:
Therapy date for the concomitant medical device was inadvertently reported incorrect in the initial report. Section of this report is updated with the correct information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics determined invalid impedances on the lead. Subsequently, surgical intervention was taken on (B)(6) 2016 wherein lead was explanted and replaced with another model which resolved the issue. Reportedly, effective stimulation was restored postoperatively.